Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Patient was revised due to loosening of the unknown component at bone to implant interface. Patient dislocated his reverse ltsa many months ago and never came back for surgery after being seen in clinic and was told to come back for surgery. Patient finally shows up in clinic over two years later and x-rays reveals that the metaglene, four screws and glenosphere had detached from the glenoid and was free floating in the shoulder. Removed and converted to a cta. Doi: (B)(6) 2019 dor: (B)(6) 2021 unknown shoulder side.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.